Event description:
It was reported the customer had a threshold suspend on the insulin pump. The customer's blood glucose level was 66 mg/dl. The customer stated that she was able to restart basal. The troubleshooting was performed. The customer was advised that when she was having a low the threshold suspend was working correctly. It was explained to customer that everything seems to be working fine.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.